Event description:
The customer was admitted to the hosptial and bgs were high and low. The customer was approximately 6 months pregnant. The doctor stated that he was not sure if the pump was working properly. The customer was incoherent and bgs were low. Pt was given something to eat and bgs were elevating. Then they were taken to the hospital and bgs eventually went up. The basal rates were checked and the doctor stated that it did not appear similar to what they programmed previously. The bolus history was reviewed and found that customer gave themself 60u. The customer confirmed that they tried to give several correction boluses to treat previous high bgs. The doctor also points out that the customer has been ill and not been counting the carbohydrates correctly. The doctor felt that the pump was not the cause of low bgs.